Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown race or ethnicity, with cardiomyopathy was being implanted with an impella cp for mechanical circulatory support. It was reported that the pump did not start after implant, which was resolved by exchanging the pump out for a different pump.